Manufacturer narrative:
The insulin pump was received with intermittent button response due to keypad connector on lcd board unlocked. No moisture damage under lcd screen, electronic assembly or motor noted. The insulin pump passed displacement test, rewind and basic occlusion tests. No unexpected no reservoir alarm noted. The insulin pump had cracked case at display window corner, minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call moisture damage on the insulin pump. Customer's blood glucose level was 380 mg/dl. Customer advised they received a no reservoir alert and the buttons are unresponsive. Troubleshooting for insulin pump exposed to fluid was performed. Customer advised the device was dropped in the toilet. Customer advised three days later the device is not properly functioning. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.